Event description:
It was reported that a patient presented with loss of ble telemetry noted on the patient's implantable cardioverter defibrillator. Additionally, another interrogation issue was noted, which terminated the session prematurely. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
The reported event of the device being unable to connect to the merlin 2 programmer via ble was confirmed. Based on the information provided, it was determined that the attempt to switch to ble telemetry timed out; therefore, the interrogation continued with inductive telemetry. The root cause of the ble telemetry issue was unable to be determined.